Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device heated up. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There is no additional information provided.